Event description:
The customer reported the rad-97 device loses signal and trace. There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter postal code exceeded the maximum allowable characters, postal code is as follows: (B)(6). Initial reporter phone number exceeded the maximum allowable characters, phone number is as follows: (B)(6).